Event description:
Colorectal surgery ended with a complete rupture of the bowel and left me in hospital for 49 days and more surgery to rectify the problem. I was told by the surgeon that it was not a leak but the bowel being completely separated. FDA safety report ID # (B)(4).